Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump would not power on unless connected to a charger and the sleep/wake (top) button was unresponsive. Symptoms included no adverse clinical effects, and blood glucose was reportedly unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer care triage with troubleshooting education provided. Investigation of this case revealed a suspected mechanical or electrical malfunction of the sleep/wake button or related power control circuitry, with no evidence of therapy interruption or alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation.